Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 406 mg/dl at the time of incident. The customer was reported other blood glucose value such as over 600 mg/dl, 600 mg/dl. The customer was treated with intravenous insulin and saline in the hospital. The customer was declined to troubleshoot for high blood glucose level. The customer was reported that the cannula was bent of the infusion set. The insulin pump will not be returned for analysis.